Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation during the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. An error related to "unable to write to event log" was observed. The device's main circuit board was replaced to address the issue. Since life related smell was confirmed, blower was replaced.